Event description:
The patient has bilateral implants and reported cellulitis on the right leg. An explant was performed on (B)(6) 2021 to remove the implant on the right leg. The wound is being monitored and the patient has been improving every day. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the questionnaire shows it is unknown wether the incision site was irrigated before closure and if antibiotics were used pre-operatively. In addition, the patient has diabetes which may be a contributing cause of the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is likely due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error-clinician).